Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. Reported event of clip failed to release from the catheter. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy with prophylactic clipping procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the clip was inserted in the working channel and placed onto the mucosa. The handle was actuated and two clicks were heard; however, upon closing the handle, the clip did not release from the catheter. The handle was attempted to be actuated again with two hands, but then the handle broke apart. The physician noticed that the clip was open and still on the catheter, so the catheter was carefully withdrawn through the scope and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
Mfg. Site name - (B)(6). Investigation results: a visual examination of the returned resolution clip device noted that the clip assembly was locked onto the bushing and still attached to the control wire via the tension breaker and yoke. The clip prongs could not be opened. It was noticed that the control wire was detached from the cross pin, which would not allow the clip to deploy. The spring and the cross pin were missing from the handle. It was noted that the control wire was kinked and the over sheath was accordioned. This failure is likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy with prophylactic clipping procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the clip was inserted in the working channel and placed onto the mucosa. The handle was actuated and two clicks were heard; however, upon closing the handle, the clip did not release from the catheter. The handle was attempted to be actuated again with two hands, but then the handle broke apart. The physician noticed that the clip was open and still on the catheter, so the catheter was carefully withdrawn through the scope and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.